Event description:
Rptr complains of: anxiety, depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, getting lost or confused, chest pain burning sensation, inflammation, thyroid problems, extremity chronic swelling, chronic pain, chronic discoloration, heat and cold sensitive, frequent low grade fever, chronic diarrhea, constipation, esophagitis, duodenitis, gastritis, irritable bowel syndrome, clots in uterus, substantial hair loss not connected with medications, frequent migraines/severe headaches, hypersensitivity to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, sjogren's syndrome, joint inflammation, swelling, pain/arthralgia, rheumatoid arhthritis, persistent joint stiffness, vomiting bile, chronic swollen lymph nodes/lymphadenopathy under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc, dermatomyositis, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness, misjudging distance/running into objects.